Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, a complication happened upon delivery of the lens. The lens was removed during initial procedure and replaced with another lens. Additional information has been received and stated that upon delivery of lens posterior capsule ruptured and lens damaged. The lens was explanted and replaced with another lens during same procedure.

Manufacturer narrative:
Correction information was provided in d.9., e.1., h.3., h.6. And h.11. Correction: on initial MDR the product code of a0406 was an error. It should have been a24 on the original MDR additional information was provided in d.9., e.1., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is pointing down into a drain hole in the lens case. The optic is pressed against and between three posts in the lens case. The optic edge is split and torn where it is pressed against the posts. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. A malfunction has not been indicated against the lens. The event in occurred 6 november 2022. Staff found the box on a shelf. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, a complication happened upon delivery of the lens. The lens was removed during initial procedure and replaced with another lens. Additional information has been received and stated that upon delivery of lens posterior capsule raptured. The lens was explanted and replaced with another lens during same procedure.